Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. The physician attempted explant utilizing pulling force technique, however, the lead pulled apart. The tip of the lead could not be extracted and was left in the patient. There were no additional adverse effects reported. This lv lead is no longer in service.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was pulled to fracture. Tip of the lead was missing. Conductor coils were stretched. Insulation was melted due to electro-cautery. Field allegation was confirmed. Damages were induced in the field during explant procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.